Event description:
It was reported before use the bd vacutainer® multiple sample luer adapter shield and/or protective cap comes off and damaged or open unit package/seal - sterility is compromised. The following information was provided by the initial reporter: "a tip of the shield was damaged."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged shield with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported before use the bd vacutainer® multiple sample luer adapter shield and/or protective cap comes off and damaged or open unit package/seal - sterility is compromised. The following information was provided by the initial reporter: "a tip of the shield was damaged."